Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The event history log found evidence of system fault. Visual and functional tests were performed, which confirmed the reported issue. Found a loose screw lodging between the motor and the camshaft causing the issue. The screw was removed, and the error code was cleared in order to fix the issue.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had an error code 41622 and motor will not run. The product fault occurred during testing. There was no delay in therapy. There was no patient involvement, and no patient harm/adverse event reported.